Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer stated that the drive support cap was normal. Customer stated that insulin pump was unable to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.